Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Baxter has completed a detailed investigation into the occurrence of white precipitate in solution lines associated with the use of accusol. It has been determined that the reported white material is precipitation of calcium carbonates. Baxter has an active team working on improving the performance of the accusol product. The investigations have determined that the ph of the solution is the primary root cause of this problem. The higher the solution ph the more likely the formation of precipitates. A revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released. This is effective from (B)(6) 2008. Baxter has worked with the relevant regulatory bodies on this subject and issued a caution in use notification to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions. Baxter continues to work on the solution formulation to optimize its performance and reduce the likelihood of precipitation formation. A number of definitive actions are being considered and these are being reviewed with the regulatory authorities.

Event description:
A nurse reported to baxter (B)(4) that while a patient was recieving therapy, precipitation of a white substance was noticed between the pre/post dilution pumps. Patient was 48hrs into therapy before the precipitation was noticed. The blood was returned to the patient, therapy was discontinued and new treatment started. No additional medication was injected into the accusol bag or added through the lines. The patient was involved but no patient injury was reported.